Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the day of event ((B)(6) 2026), the patient reported that she was hospitalized and refused to provide further information. At an unknown moment during the event the cgm reading was ¿low¿, and the blood glucose reading was 140 mg/dl. No symptoms and no treatment were reported. It was unknown how much time the patient spent at the hospital. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).